Event description:
It was reported that the pt experienced return of unspecified symptoms during a normal refill cycle. The pt was admitted to the hospital and was being treated with oral morphine. A confirmed motor stall and tube set messages were noted in the attention dialogue box. The pump logs showed several stalls; there was one noted in 2009 that had not recovered. The reporter did not believe that the pt had an MRI or was near magnetic fields recently. The pump was explanted and replaced at approximately 25 days later. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.